Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
On 3/16/2026, the following additional information was obtained: the patient was not harmed. A fragment fell inside the patient and was retrieved. The procedure was completed using a replacement instrument. The incident caused a delay in the procedure of less than 15 minutes. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken.

Event description:
Refer to h11 for follow-up information.